Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that the cgm was reading lower and provided the following discrepancy: cgm was reading 317 mg/dl and blood glucose meter was reading at 117 mg/dl. The patient also reported insertion in the arm. The device is not indicated for insertion in arm. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.